Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. During the procedure, in order to perform a transseptal puncture, the tenting was being tried, but for several times the tip of the nrg needle slipped and could not be secured to the septum/position. Nothing unusual was noted for the patient's anatomy. Hence, the device was replaced, and the procedure was completed. No patient complications were reported. The product is not available to return (disposed).